Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 55 mm abdominal aortic aneurysm. Endoanchors were also implanted during the procedure due to concern for late failure. The proximal neck angulation was noted to be 35 degrees. There was 30% diffuse thrombus and 20% diffuse calcium noted at the seal zone. It was reported that a type ia endoleak was observed during the procedure and an aortic cuff and an additional three endoanchors were implanted (from the aortic cuff to aortic neck) as treatment. There was no endoleak observed at the end of the procedure. It was reported that follow up CT carried out two and a half weeks later showed a new type ia endoleak. The type ia endoleak was assessed by the investigator to be probably related to the index procedure and possible related to a device (it was noted it is uncertain which one). The event is unresolved, and the patient is continuing without treatment. No additional clinical sequelae were reported, and the patient is being monitored. Medical history: past tobacco use, hypertension, hyperlipemia, diabetes, angina, carotid disease

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.